Manufacturer narrative:
It is reported the devices were discarded by the facility. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information available there was no malfunction of the device. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report one of three for the same event, reference reports 0001032347-2017-00584 and 0001032347-2017-00585.

Event description:
During a procedure the surgeon over bent the plate and was not satisfied with the placement of the plate. The plate and screws were removed; it is unknown if screws were inserted into the same holes. It is reported there was no surgical delay or patient injury. Additional information was requested but has not been received.